Event description:
The customer reported that the housing is overheated and they were hearing a beeping noise.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep discovered that the temp sensor was defective. He replaced the temp sensor. Problem changed to left monitor totally blank and system locks up only during pulsed fluoroscopy. The customer elected to go further in repairs sighting cost. Live fluoroscopy functioning as intended.